Manufacturer narrative:
Linox and corox were returned for analysis. Upon receipt, linox had been severed 12 cm distal to the is-1 connector pin. A lead body segment about 3 cm long was missing between the proximal and distal lead fragments. Testing showed multiple signs of wear along the fragments; in particular, insulation was damaged due to friction 26.5 cm proximal to the lead tip, which was likely the cause of the clinical complaint. Upon receipt, corox had been severed 14 cm distal to the is-1 connector pin. Both fragments were available for analysis. The distal fragment was severely stretched. There was lead break damage 62 cm proximal from the lead tip. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. This damage is highly likely the reason for the loss of capture reported in the complaint. Both leads showed damage that can most likely be traced back to the extraction process. The production process for these leads was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
It was reported that the lead was explanted after approx. 129 months due to oversensing.